Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported that the paddle set was not working when connected to a test simulator.there was no patient involvement.